Event description:
During a coronary drug eluting stenting treatment procedure, an acute thrombosis occurred. The lesion being treated was in the left anterior descending (lad) artery. The lesion was predilated with an unk size balloon. IV reopro was administered during the procedure. The physician successfully deployed the taxus express2 8.8% 2.75 x 32 mm drug eluting stent without incident. The final result was well positioned and apposed. After removing the stent delivery system, no blood reflow was reported in the lad due to a acute thrombosis. It is unk as to what was done to treat the thrombosis and the pt's status. Add'l info has been requested.

Event description:
It was further reported that the pt was on an IV reopro drip since before the procedure. When the stent clotted, off, the physician stated the thrombus dissolved 15 minutes after the taxus stent was implanted. The final status of the pt has been reported as "fine."